Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon leaked and a dissection occurred. The dissection was repaired with a balloon catheter. Pt status is listed as "okay".